Manufacturer narrative:
The MFR svc rep performed an on-site investigation, and could not duplicate the reported problem. The svc rep checked connections and tightened loose wires. The sys was tested and is operating as intended.

Event description:
The customer reported the 9900 sys would not auto save a cine run, because the joy stick was unrecognizable. No pt injury was reported.